Manufacturer narrative:
Evaluation summary: the customer reported the device was discarded. Embolism and stroke are known possible adverse events associated with the use of the device and may occur during this type of procedure, as listed in the instructions for use. There was no device malfunction reported. A root cause for the reported embolism and stroke could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: embolic stroke. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, embolization occurred during insertion of the rx accunet filter and the patient experienced a stroke. Post procedure, the patient was alert but lethargic and had intermittent right sided paresis. The patient was discharged to rehabilitation 7 days later. The physician believed the embolization was not related to the device but rather to the carotid lesion. Though requested no additional information was requested.